Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient presented had been having hi blood glucose (bg) levels. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal history matches the active basal program settings. The basal delivery totals in total daily dose do not match active basal program total (there was no known cause for variation). This report is being made due to the bg excursion the patient experienced due to a history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2015. Pump boots to verify screen with audible and vibratory features. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaw¿s occurred during testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unable to duplicate the complaint. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).